Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿flickering image¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A company representative reported that the high definition lcd monitor had a flickering image. The subject device is an olympus loaner device. There was no reported delay and the issue was found outside of patient procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (flickering) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.